Manufacturer narrative:
Since incorrect measure of an apex locator could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a wst 6:1 f vdw gold/silver causes incorrect measurement results. Customer claims incorrect measurement with contra angle. With another contra angle measurement works fine. No patient injury.

Manufacturer narrative:
Contra angle defect. Head drive worn.